Event description:
It was reported that during the breast biopsy procedure, the probe was not getting adequate samples due to no or little vacuum being produced. They stopped the case and used the sample taken to send to pathology. The surgeon placed a marker at the site.

Manufacturer narrative:
(B)(4). (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that the physician had difficulty puncturing the side port of the pump. The puncture of the side port was not possible. The physician tried about 30 minutes to find the access to the side port (catheter access port) with x-ray. An operation was necessary to puncture the side port. The pump contained morphine at the time of the event.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.